Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. The inner insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to melting. The overlay tubing of the lead was extrinsically breached due to pulling/stretching/overstress. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced oversensing, noise, and insulation damage. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.